Manufacturer narrative:
The pump has been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The product was returned with the following findings: testing confirmed intermittent responses to button presses on the up and down arrow buttons. Multiple button presses are required before the up and down arrow buttons will engage. Observed damage to the keypad-the keypad cover is peeling and lifting to the right of the up arrow button. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.

Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.